Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. Investigation summary: it was reported nothing would expel from the needle. To aid in the investigation, two samples with no packaging blisters and one photo were received for evaluation by our quality team. One sample has no plastic shield and the safety mechanism activated. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Each needle expelled the solution with a slow flow. The photo provided shows on of the samples received. This defect could occur if there was a process variation during the lubrication application process. As the lot provided was 'unknown,' a device history record review could not be completed. Verification of the lubrication application process was performed. The settings and alignment of fixtures was correct. The flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the lidocaine injection. The following information was provided by the initial reporter: "the injection needles (orange cap) to insert the lidocaine into the patients, will not work. It would stop and nothing would come out of the needle. The lidocaine would come out without the needle on and it would draw up with the blunt needle". The customer returned one injection needle and a lidstock for analysis. No definite signs-of-use were observed. Visual analysis did not reveal any kinking or bending of the needle cannula. After failing functional testing (see below), it was observed that the needle was partially occluded and would not flush as intended. The returned needle was attached to a lab inventory syringe and flushed. Water was able to pass through the needle cannula due to an occlusion; however, the flow was not the intended function. This was compared to a functional lab inventory needle, which functioned as intended."